Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade iii. This record is for the right side. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events of capsular contracture and rupture was received on july 03, 2025, with lot number 2472297. Based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases and deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Imaging scan dated 22may2025 received noting "fluid collection" on right side.